Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient remained in a wide complex atrial fibrillation with a bundle branch block, and that two attempts at cardioversion performed the previous day were unsuccessful.